Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date involving a secondary set, secure lock, 34 inch, and it was reported that small black dots on the internal walls of the drip chambers were noted. There was no patient involvement.